Event description:
On 10/19/96 during a plateletpheresis procedure at the onset of the procedure the donor complained of tingling and numbness of the lips and mouth. The whole blood flow rate was said to have been slowed down and the procedure was continued. 7-8 minutes after the first complaint the donor complained of difficulty breathing, tightness of chest and throat and that she could not feel her feet. At this point the nurse noticed that the acd pump handle had been left open and the donor had received 275 ml of acd in 22 minutes. The access mgmt system read out showed that 108 ml of acd had been used. The machine was put on halt/irrigate. Procedure discontinued. Tums were administered to the donor. The donor recuperated fully and released in good condition. The baseline blood pressure was 110/70 the pulse was 84. Immediately after the incident the blood pressure was 110/80 (pulse not indicated). This is a female, 45 years old 125 pounds 5 feet 6 inches tall. Donor has donated before and it was said to have shown to be susceptible to acd in previous donations.